Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/ leakage from the device. The following information was provided by the initial reporter. The customer stated: it was reported that blood was spilling out of the tube all the way to transferring to the vacutatiner. Customer is asking if we have end to end instructions on how to keep blood from spilling out of tube all the way to transferring to the vacutatiner.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/ leakage from the device. The following information was provided by the initial reporter. The customer stated: it was reported that blood was spilling out of the tube all the way to transferring to the vacutatiner. Customer is asking if we have end to end instructions on how to keep blood from spilling out of tube all the way to transferring to the vacutatiner.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. According to the shipping record, a total of 135 lots were manufactured under material # 367297 for the past 3 years (B)(6) 2019 to (B)(6) 2021. 3 lots (9h2281, 0f3081, and 1g2081) were chosen as representative lots. Our retained samples of the above 3 lots were checked visually and no abnormalities such as damage or molding defect was found in the routes. Next, water sampling test was performed, water could be sampled normally without any leakage from the route, connection, or blood tube. The shipping inspection record of 65 lots which were manufactured under material # 367297 from (B)(6) 2020 to (B)(6) 2021 were reviewed and no abnormalities were found. This complaint is unable to be confirmed. H3 other text : see h.10.